Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was analyzed to confirm correct system performance after implant. Due to the patient condition device testing was not able to be performed. Technical services analyzed the data and observed functional undersensing. Due to the comorbidities that the patient has it was determined that the system placement was not ideal and a system repositioning as well as a defibrillation threshold (dft) test were discussed. At this time, no changes have been performed. This system remains in service. No adverse patient effects were reported.